Manufacturer narrative:
Additional information was received that the physician believed that the infection was not procedure related. The patient was doing well. No further course of action will be taken.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of pain and swelling were noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of pain and swelling were noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics.